Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. It was reported that the patient says the medication wasn't working so he stopped using the pump. The event date was stated to be ¿over a year ago¿ prior to the call date of (B)(6) 2019. Saline was in the pump at the time of the report. Troubleshooting already performed included the patient thinking that the pump was stopped (put in stop pump mode) in (B)(6) 2018. Troubleshooting/results performed during the call included reviewing with the caller how to read pump logs. The caller mentioned a dialog box that showed "stop pump period may exceed tube set" and the pump started audibly alarming after an MRI on the day of the call ((B)(6) 2019). Event logs only showed past several updates. The caller was assisted with putting pump in minimum rate mode. Then they re-interrogated the pump and confirmed that the alarm was cleared. There were no further complications reported/anticipated.